Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified quantity of clearlink system continu-flo solution set and downstream occlusion alarms. The sets were used with a spectrum pump. These issues were further described as, ¿fluid will not go through the luer site¿. To resolve these issues, the customer would flush the luer or use a higher port. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address ¿ (B)(6). E1: initial reporter e-mail: cell: (B)(6). G1: the device was manufactured at one of the following facilities: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, 30106, costa rica. Or, baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.